Event description:
It was reported by service report that the pt left side rail latching assembly was broken and the siderail could not be latched up. It is unk if there was pt involvement, however, no adverse consequences are reported.